Event description:
No further event information available at the time of this report.

Manufacturer narrative:
Medical records/radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: left total hip arthroplasty with polyethylene wear of the acetabular cup and also undersized femoral head. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Customer has indicated that the product will not be returned to zimmer biomet for investigation as product remains implanted. Once the investigation has been completed, a follow-up MDR will be submitted concomitant medical products: item # unknown/ unknown stem/ /lot # unknown, item # unknown/ unknown cup / /lot # unknown, item # unknown/unknown liner/ lot # unknown, multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2020 -01465, 0001825034 -2020 -01466, 0001825034 -2020 -01467.

Event description:
It was reported patient has been indicated for revision surgery due to unknown reasons, however, no revision has been reported to date. Attempts have been made and additional information on the reported event is unavailable at this time.